Event description:
Device has explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are:¿capsular contracture: unable to observe since it is not related to the device. ¿anxiety-product/procedure: unable to observe since it is not related to the device .¿seroma-late: unable to observe since it is not related to the device.¿infection (late onset): unable to observe since it is not related to the device. ¿crease/folding of implant: crease fold observed on the device. ¿lymphadenopathy: unable to observe since it is not related to the device. ¿inflammation/irritation: unable to observe since it is not related to the device. Additional observations:¿not observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, h3, h6.

Event description:
A patient reported "recalled" and "capsular contracture" baker grade iii. The patient later reported "right-sided noticeable fluid layer around the entire implant", "infection on right", "non-puerperal mastitis", "a deep fold pronounced at the ventral", and "one lymph node in ka measuring 6 mm adjacent to the laterocaudal implant; other accentuated lymph nodes in level 1 of the right axilla". Later reported "grade 3 baker on the right side." Device has explanted and replaced. This relates to the right side.

Event description:
Patient reported right side "recalled" and "capsular contracture" baker grade iii. The patient later reported "right-sided noticeable fluid layer around the entire implant", "infection on right", "non-puerperal mastitis", "a deep fold pronounced at the ventral", and "one lymph node in ka measuring 6 mm adjacent to the laterocaudal implant; other accentuated lymph nodes in level 1 of the right axilla". The device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect- clinical code: e2303. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", "lymphadenopathy", and "infection (late onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii; "noticeable fluid layer around the entire implant"; lymphadenopathy; infection.